Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the pt had been experiencing power fluctuation and was moved to 1a transplant status. The pt received a transplant.

Manufacturer narrative:
The pump was not returned and no log files were submitted for review. A correlation between the device and the reported power fluctuations could not be conclusively determined. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that the patient was experiencing power fluctuations, which continued after the exchange of the patient's system controller. The pump was thought to be the problem. It was noted on (B)(6) 2014 that intermittent power surges were observed and also a dropping of the patient's blood pressure with heart failure symptoms. The patient had a previous history of pump replacement due to thrombus and there was a fear of pump stoppage. The patient was assigned status 1a and then transplanted on (B)(6) 2014. Information was provided that the pump was disposed of and will not be returned for evaluation.